Manufacturer narrative:
As the complaint products were returned, I-sens analyzed the cause of incorrect readings using the returned meter, strips, and control solutions. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%), which satisfied to internal standard in I-sens. In addition, according to the reported problem, blood tests were conducted using 4 high glucose level blood samples, and all results were within the standard range, and the cv% was within the acceptance criteria (below 5%). In particular, the products are presumed to operate normally because the low readings were not reproduced even when tested with a sample of the glucose range estimated by the customer's blood glucose level at the time of the reported accident.(570mg/dl~hi)

Event description:
Patient tested hi on their own personal meter. Patient was vomiting due to high blood glucose. Paramedics were called. Patient was picked up by paramedics on (B)(6) 2023 at 8:37 am. When the paramedics arrived, they tested the patient with the assure prism meter and received a reading of 350. They did not treat the patient based on this reading because they were unsure if the meter was reading correctly. Paramedics transferred patient to hospital. Patient was tested there, with their meter, and they received a reading of 570. The treatment that hospital provided is unknown. Replaced meter, strips, and sent return label.